Event description:
It was reported that the device was only intermittently working during the case. Staff suddenly noticed the handpiece getting overly warmed and found burning at the batteries. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
It was confirmed the device is not available for evaluation in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: burning at the batteries. Probable root cause for smoke smell or flames coming from device: 1. Insulation melting. 2. Excessive cauterization. 3. User error. 4. Nonconforming electrical components. Probable root cause for overheating: 1. Material/design error. 2. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was only intermittently working during the case. Staff suddenly noticed the handpiece getting overly warmed and found burning at the batteries. Therefore, there was a thermal event.